Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during routing device upgrade procedure, an insulation breach was noted on the right atrial lead. Medical adhesive was used to repair the damaged lead and the lead remained implanted. The patient was in stable condition.